Event description:
It was reported that the user received an ¿unable to proceed¿ error immediately upon selecting the change cartridge and tubing function during an insulin cartridge and infusion set change, and repeated restarts and dry runs did not resolve the issue, consistent with a mechanical problem of the pump during fill tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.